Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to a latch mechanism failure that prevented the refrigerator door from unlocking, displayed smart remote manager failure icon. The field service engineer resolved the issue by powering down the unit, replacing the faulty latch, and testing the door functionality using hardware test application. The system functioned as intended after the field service engineer repaired the device. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date, section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a latch mechanism failure that prevented the refrigerator door from unlocking, displayed smart remote manager failure icon. The field service engineer resolved the issue by powering down the unit, replacing the faulty latch, and testing the door functionality using hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.